Event description:
On 05/27/97, the manufacturer received a report from its distributor which states that a facility in their territory experienced difficulties with these devices. The clamps are reportedly breaking off of the devices.